Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the solenoid manifold was not holding pressure. Visual inspection of the uut (unit under test) revealed no signs of damage or misuse. Opening the manifold, it was found that the plastic resin debris/shaving preventing a proper gasket seal was the one causing the leak.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the solenoid manifold on the ltv ventilator was not holding pressure. There is no information of patient involvement associated with the event as of this time.